Event description:
Coiling treatment of an aneurysm. It was reported during coil placement, most of the coil was inside the aneurysm except for the last two loops. The coil was withdrawn for repositioning, and found stretched at 5mm, from the detachment zone. An attempt to push the coil loops into the aneurysm, but was not successful. The physician then decided to withdraw the catheter, and the coil came back. It was reported two guidewires were used to withdraw the coil, but without success. The catheter was reported to have left inside the patient to prevent the coil from migration. The patient is currently being placed on anticoagulation therapy.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the patient.